Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the registered nurse (rn) hung the patient's levaquin infusion at 1958 set to run for 60 minutes. The levaquin was intended to be infused at 64.4 ml/hr with a concentration of 5mg/ml. The following infusions were also running at the time of the event: "0.9% nacl @ a variable rate (most recently 30ml/hr), fat emulsion 20% lipid 32.2g @ 6.71ml/hr, fentanyl 2500 mcg/50 ml; 2mcg/kg/hr (1.3ml/hr), midazolam 100mg/100ml (1mg/ml) @ 3mcg/kg/hr (9.7ml/hr), and total parenteral nutrition @ 73 ml/hr." After thirty (30) minutes, the pump started alarming for "air in line." Even though the pump module had infused the entire medication, it still showed that there were 38 ml left to infuse. According to the customer, "the patient tolerated well and no additional interventions required." The customer reported that they performed an internal investigation of the device and found the following issues during log review: system errors found back during january 2021. Error code 240.4150 (high pressure sensor) on 06/02/2023. Error code 240.4150 (high pressure sensor) on 04/28/2023. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the registered nurse (rn) hung the patient's levaquin infusion at 1958 set to run for 60 minutes. The levaquin was intended to be infused at 64.4 ml/hr with a concentration of 5mg/ml. The following infusions were also running at the time of the event: "0.9% nacl @ a variable rate (most recently 30ml/hr), fat emulsion 20% lipid 32.2g @ 6.71ml/hr, fentanyl 2500 mcg/50 ml; 2mcg/kg/hr (1.3ml/hr), midazolam 100mg/100ml (1mg/ml) @ 3mcg/kg/hr (9.7ml/hr), and total parenteral nutrition @ 73 ml/hr." After thirty (30) minutes, the pump started alarming for "air in line." Even though the pump module had infused the entire medication, it still showed that there were 38 ml left to infuse. According to the customer, "the patient tolerated well and no additional interventions required." The customer reported that they performed an internal investigation of the device and found the following issues during log review: system errors found back during (B)(6) 2021. Error code 240.4150 (high pressure sensor) on (B)(6) 2023. Error code 240.4150 (high pressure sensor) on (B)(6) 2023. There was no patient harm.